Manufacturer narrative:
Other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "high pressure", and "upstream occlusion" alarms. A functional check and visual inspection were conducted. The reported leaking issue was unable to be duplicated since the cassette and tubing accessories were not returned for evaluation. High pressure, alarm complete, upstream occlusion, stop mode alarm complete with multiple key stuck alarm messages were found in the pump's event history logs. It was recommended that the downstream occlusion sensor, upstream occlusion sensor and keypad with overlay be replaced.

Event description:
Information was received indicating that during using of this smiths medical cadd legacy 1 pump, leaking was noticed. It was reported that patient call with pump and stated that she awoke around 4 am and was wet because pump had been leaking. The patient called the pharmacy earlier in the morning and was advised to make a new cassette and use backup pump, but patient stated that her husband mixes the cassettes and was going to call him to do so. Patient reported potentially off medication remodulin for an unknown period of time and was unclear where the leak was occurring. Patient also added that her IV line got tugged a few days ago and a few stitches fell out. Patient reported feeling somewhat weak, dizzy, and twitching hands. Patient doctor office was noticed. No additional adverse effects reported.